Event description:
The user experienced a leak from one of their e1740 analyzers. He stated these analyzers are not being run for patient testing, so no patient results have been affected. No one has slipped or fallen in the liquid that was in a walking path. The user stated a maintenance crew has mopped up the liquid that reached the floor.

Manufacturer narrative:
The field service representative documented he reconnected a water tubing, which resolved the issue. He ran controls to verify the analyzer performance with all results within specification.